Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between january 6-8, 2025. H11: the device was received for evaluation. Visual inspection on the sample via the naked eye noted droplets of fluid located in the interior wall of the device's bottle. The droplets on the wall of the bottle were condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. A functional leak test was performed, and there was no evidence of a leak or condensation observed inside the device's bottle. Based on the evaluation finding, the cause of condensation was use-related; there was no evidence of a leak from the infusor device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the bladder. The leak was described as, "leak found inside bottle, looks like it is coming from the bladder". This issue was discovered when the patient returned to disconnect the device after therapy had been completed. The device was prefilled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.